Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of right hip. It was reported that the consumer underwent a right total arthroplasty on (B)(6) 2013 that failed and required revision on (B)(6) 2019.